Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 38 mg/dl with no reported symptoms of hypoglycemia. The reporter alleged that there was a potential issue with the pump¿s bolus calculations. The reporter was unsure if the pump¿s insulin on board feature was active. The reporter also noted that the patient¿s teacher was assisting in calculating boluses. The reporter was unable to complete troubleshooting for the alleged issue at the time of the call. Animas has reached out to the reporter to complete troubleshooting, but has been unsuccessful at this time. This complaint is being reported based on the allegation that the patient had a hypoglycemic event while on the pump and the pump could not be ruled out as a contributing factor.